Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported no power-up issue could not be duplicated during testing. Log review found no fault codes or power interruptions. No power accessories were returned for evaluation. The device passed all ac and battery power tests, environmental testing, and internal inspection using a known good battery. As a precaution, the ac charger was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.